Event description:
On (B)(6) 2010, patient reported the infusion device piston rod blocked during retraction. Patient attempted to complete cartridge change procedure and the piston rod would not reset. Patient was using the correct type of battery during the incident and battery selection on infusion device was correct. Patient could hear the motor running but the infusion device piston rod would not retract. Patient switched to backup infusion device. He continued to troubleshoot primary infusion device, and piston rod did eventually retract. Infusion device was not dropped within 48 hours prior to event. Infusion device was not exposed to water or insulin ingress. There were no objects blocking the piston rod. Infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.